Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, loss of communication between the insulin pump and transmitter and reported unknown pump error. Customer blood glucose was unknown at the time of event. The event involved products unk_transmitter, mmt-1884l, unk_sensor, unomedical, unk_reservoir. Troubleshooting was not performed. Customer stated that, the communication issue was resolved on its own. No further patient complications were reported. No product return is required for unk_transmitter, unk_sensor, unomedical, and unk_reservoir. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However, pump received with a high sleep current measurement. Successfully downloaded history files and traces using thus. No unexpected e/a alarms anomaly during testing or in the history files on event date noted. The test guardian link with the glucose sensor simulator communicates properly to the pump. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap and reservoir do lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. Customer alleged the pump having trouble with communication sensor simulator, device not found not confirmed. Pump failed high sleep current measurement during testing, problem isolated electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.